Event description:
Patient experienced a right distal tibia injury in 2006 and the subject plate was implanted in (B)(6), 2006. Patient reportedly experienced pain on the medial aspect of the distal tibia and requested removal of the implants. Patient was returned to the operating room on (B)(6) 2011 for removal. Patient was fully healed and was no revision was needed.

Manufacturer narrative:
Without a lot number the device history records could not be completed. The investigation could not be completed, no conclusion could be drawn as product is beginning evaluation.

Manufacturer narrative:
This device is used for treatment, not diagnosis.